Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing issue occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a pairing failure due to signal loss. In addition, the probable cause of signal loss was determined to be the transmitter and app not being able to establish a connection. The reported event of a pairing issue is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.